Manufacturer narrative:
(B)(4). Evaluation summary: the device and the guiding catheter were returned and the reported resistance could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the de novo left anterior descending artery (lad) the 3.0 x 18 mm multi-link 8 stent was implanted and post dilatated twice without issue, however, during removal the stent delivery system (sds) met resistance with the guide catheter and became stuck at the opening of the guide catheter. All of the devices and the guide wire were removed together as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.